Event description:
It was reported the patient had a "surging sensation" when stimulation is turned on. The symptoms started following a car accident in (B)(6) 2010. The current impedance measurements were normal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.